Event description:
It has been reported that one bd vacutainer® sst¿ ii advance plus blood collection tube has been found experiencing molding defects after use. The following has been provided by the initial reporter: the lip of the tube was deformed.

Manufacturer narrative:
H.6. Investigation: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for lipout with the incident lot was observed. Evaluation of the customer samples was performed and lipout was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one bd vacutainer® sst¿ ii advance plus blood collection tube has been found experiencing molding defects after use. The following has been provided by the initial reporter: the lip of the tube was deformed.